Manufacturer narrative:
(B)(4). Medtronic was not authorized to conduct the device evaluation/repair.

Event description:
It was reported that a ventilator compressor had an air supply loss. The compressor was the ventilator's primary gas source. There was an external oxygen source. There was no patient involvement.